Manufacturer narrative:
Comp rep evaluated the system and duplicated the problem. An issue was identified with the system's ambulatory telepack. Corrections included replacement of the telepacks.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.